Manufacturer narrative:
Full name of the facility is (B)(4) hospital. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing of the device, it was observed that the tissue pad was worn and peeling off. There was a mark on the probe due to contact with the grip. There was a trace of contact with the probe on the grip part. When the probe check was performed by combining the actual product with aomori's usg-400 and td-sb400, there was no abnormality. It is likely the peeling of the tissue pad occurred due to the following mechanism: the tissue pad was worn and partly peeled off because the ultrasonic wave was output with the grasping part closed (including after the tissue was cut) without grasping the tissue. Due to the wear of the tissue pad, the grip and the tip of the probe came into contact with each other. By continuing to output, a load was added to the probe, and it became impossible to output. The instructions for use includes the following statements that warn against the issue: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic cholecystectomy procedure, the device tissue pad came off and output was not possible. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) setting was on during the procedure.